Event description:
Reportedly, when moving the IV pole to which the tubing kit was attached, the tubing was cut. No patient injury was reported.

Event description:
It was reported that the rubber cover and over the audio bolus button and "additional pieces" came off the pump. The pt indicated that the audio bolus button was sticking and the pump would not respond to button presses.

Manufacturer narrative:
The customer reported defect was confirmed and blood was visible inside the vamp reservoir. The pressure tubing was found completely broken off from solvent bond joint with female connector that was attached to dpt zero-stopcock. The female connector and attached dpt were not returned with the kit. Tubing was bent near the point of damage. Cross surface of broken tubing appeared uneven and rough. The reported defect was confirmed to be a manufacturing defect. The directions for use and standard nursing procedures call for inspecting the device and priming the lines with saline prior to use on the patient. The leak will be detected during the priming process, making it unlikely that this non-conformance will ever result in an injury.